Event description:
Customer reported issues with fill estimates via email. There was no adverse impact to the customer's blood glucose level. No corrective actions were required as the customer declined a callback from technical support.